Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 452453 implantable pacing lead - 2000-(B)(6); 694965 implantable tachy lead - 2006-(B)(6); 419488 implantable pacing lead - 2006-(B)(6). (B)(4).

Event description:
Follow-up was conducted with the clinic and it was further reported that the notes from the date of the tech services call showed that there was nothing done with the patient's device. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead check failed and there was a capture managment warning. The lead remains in use. No patient com plications have been reported as a result of this event.